Event description:
The patient was evaluated on an outpatient basis for left hip pain and cruralgia following multiple revision surgeries of the left total hip arthroplasty. Approximately 7 years and 7 months after the primary, a revision surgery was performed due to stem loosening.the surgeon removed the stem, the head, and two metallic cerclage wire fragments at the femoral site. This was followed by reimplantation of a non-cemented modular conical stem and a ceramic femoral head, as well as fixation of the cortical window using the supercable cerclage system by kinamed.

Manufacturer narrative:
Batch review performed on 19 february 2026. Stem: quadra -r 01.12.060 quadra r - stem cement-less hap 12/14 s. 0 (k082792) lot 167945: (B)(4) items manufactured and released on 01-feb-2017. Expiration date: 22-jan-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.